Manufacturer narrative:
(B)(4). Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting 1 ml of juvederm¿ volift" with lidocaine at nl1-nl2-m1-m2-c1 and 1 ml of juv¿derm¿ voluma" with lidocaine at ck1 and ck3. The next day, patient developed a 1.5 cm ecchymosis on the right side of the chin without livedo reticularis as well as reporting edema with no pallor or pain. Treatment was provided in the form of misure cream and the symptoms resolved in one week. 12 days later, the patient developed localized erythema followed by an inflammatory papule. Patient treated with bactrim (trimetropin sulfamethoxasol) every twelve hours for 7 days. Approximately three weeks later, patient presented with a 0.6 cm erythematous, indurated lesion with a sloughed center located at the right mid-lateral chin area. Physician performed an infiltration with hilase ((hyaluronidase 0.6 ml of 0.1 ml per point, previous dilution of 1ml in 4 cc of saline solution). Six days later, improvement was noted as the lesion was now 50% in size, however a new inflammatory lesion with two pustules were noted on the left chin area. These pustules were drained, scarce serohaematic material was extracted, and an application of hyaluronidase 15 ud in each lesion was performed. Three days later, an 80% improvement has been noted. Patient has improved by 98% but unable to come back to the office.